Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2018, the customer indicated that her nipples were red and her areola was inflamed and she was prescribed all-purpose nipple balm. She stated that she had been to a lactation consultant several times and was fitted for 21mm breast shields, though she was still having discomfort and pain while pumping. The customer requested to be contacted by a medela clinician. On 09/24/2018, the medela clinician emailed the customer tips on breast shield sizing and requested the customer's phone number so that she could speak with her. The customer did respond to the clinician with her phone number on 09/26/2018; however, the customer has not responded to voice mails left by the clinician as of the date of this report. Though the instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield, medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing nipple/areola pain with her personal fit breast shields that came with her pump in style breast pump. She had consulted a lactation consultant four times and knows she has the correct size. She has tried lanolin and prescription ointments.